Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down unprompted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device shuts down unprompted which was unable to reproduced during evaluation. A review of the event history log identified "improper shutdown!" But it could not be determined if the alarms are due to device malfunction or user induced. The cause was determined during a visual inspection to be the battery contact pins on the rear case to be depressed. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.